Event description:
The account alleged that the bed has no functions. The head and knee are about half way up. No pt impact.

Manufacturer narrative:
The account replaced the pendant, control box, and the knee actuator to resolve this issue.